Event description:
The customer reported via phone call that the insulin pump had a hairline crack in the screen and that she had high blood glucose. She stated that she had made changes recently with her doctor on the insulin pump and was treating with manual injections. The customer's blood glucose was 100 mg/dl. She did not know how the damage occurred to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.